Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in tube"

Event description:
It was reported that 5 bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in tube".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-31. H6: investigation summary bd received 5 samples and 3 photos for investigation of material # 367815, batch # 0087042. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (black spot) embedded in the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter (black spot) embedded in the tube with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to the injection molding start-up process, with inadequate purging of the line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.